Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the insulin pump was alarming for no delivery. This issue was not resolved when the set was changed multiple times. The customer reported one alarm occurred once during a bolus and then several times during basal delivery. The blood glucose reading was 400 mg/dl. The customer was able to eventually treat with the insulin pump. The caller reported that the alarm was a past event and was resolved with a complete set change.